Event description:
The duett sealing device was deployed following an interventional procedure in the common femoral artery. Following the deployment, the pt experienced loss of pulses, paresthesia and pain in the affected leg. An occlusion was confirmed via an angiogram. Treatment consisted of a surgical thrombectomy. No further complications were reported.